Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced a blood glucose (bg) level of 500 mg/dl. Cause of bg level was not known. Reportedly, customer's continuous glucose monitor was unavailable, due to a non-tandem sensor issue. And the customer found it difficult to manage their diabetes without this reading. Customer went to the emergency room, was subsequently admitted to the hospital. And was discharged 5 days later. Customer declined troubleshooting with tandem technical support. And declined to provide further information.